Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported the physician first felt something wrong with the product during preparation. Although it took longer to inflate and deflate the balloon than usual, the physician continued using the balloon for treatment during embolization of an aneurysm. When the balloon was inflated and deflated in the cerebral blood vessel, the balloon poorly responded. The physician decided to remove the balloon. The balloon was replaced with another balloon, successfully used, and the procedure was completed with no patient health damage.

Manufacturer narrative:
Item(s) returned: -scepter c . Item(s) not returned: - n/a. Visual examination of the scepter c found the distal tip and purge hole damaged/deformed. During functional testing, the balloon was able to be inflated with saline without any leaks in the balloon; however, air was found to also fill the balloon. Inflation of the balloon was difficult due to resistance inside the hub. Further investigation of the hub found dried contrast was present in the hub. The contrast did not block the entire entryway of the saline solution, which explains the longer duration required to inflate the balloon during the investigation testing. The investigation of the returned balloon catheter found the hub occluded with contrast material, and the distal tip and purge hole damaged and deformed. The deformation of the purge hole would cause the inability to expel air from the balloon resulting in air remaining in the balloon. This would prevent the balloon from filling completely with contrast during the procedure as intended, which is consistent with the alleged product issue. The deformation exhibited by the distal tip and purge hole is consistent with excessive heat used during the sealing of the purge hole during device preparation. The physical evaluation of the device could not identify the conditions or circumstances that led to the occlusion, but it is consistent with the iodinated contrast used during preparation drying over time.

Event description:
No additional information was provided.